Event description:
The customer stated that he was taken to the emergency room due to low blood glucose levels. The reported blood glucose reading at the time of the call was 31 mg/dl. The customer stated that he accidentally programmed a 25 unit bolus prior to experiencing low blood glucose levels. The customer declined any troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.